Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the audio bolus button had fallen off and was unresponsive. The reported could not determine if the tactile changes occurred prior to the damage to the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the bolus button was found to be detached from the pump. The bolus button contact was found to be functioning properly. No moisture or corrosion was found to the bolus button. All other buttons were found to be functional. The keypad was removed and no defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.